Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 it was reported that the patient had undergone a full revision surgery on (B)(6) 2014. The explanted products could not be returned for product analysis as the hospital does not return explanted devices.

Event description:
On (B)(6) 2014 it was reported that the patient had high lead impedance, over 10,000ohms. It was noted that the patient had been fine up to this point. The patient was sent for an x-ray and for referred for revision surgery. The patient¿s device was disabled due to the high impedance. Although surgery is likely, it has not occurred to date.